Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Add'l info received via email states that "apparently one of the nurses overinflated the balloon (rumor has it >100ml!)". Lastly, report states that the device was in use for a "few days" before the issue occurred. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. The actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the nurse inserted the fms signal in the pt to administer a vancomycin enema via the white inflation port and the balloon was found to have 200ml of fluid; nurse removed fluid from balloon and realized the fluid was not clear water, but the enema solution. It is further reported that the fms signal was removed without difficulty, and a new fms signal was placed successfully. No untoward effect to pt.